Event description:
Patient reported that she underwent hip revision arthroplasty procedure in 2009. Subsequently, the modular head and acetabular liner dislocated and another revision procedure was performed nine months later. The modular head and acetabular liner were removed and replaced.

Manufacturer narrative:
This is a final report. The reported meter device ((B) (4)) was returned. The meter was tested and the complaint was not confirmed. All functional test results were within range specification for the device and no new issues were observed. As the reported test strip lot was not returned (lot 6cfkig), retain testing has been performed. Testing on strip lot 6cfkig was performed with low control solution (lot 64676q101) and high control solution (lot 64818q101). Forty-eight tests were performed in total. All results were within range specification and the standard deviation fell within specifications. No errors or issues were observed during retain testing. No readings issue was noted during retain testing of strip lot 6cfkig. The report indicated the product was performing within its performance claims and met manufacturer's quality specifications prior to release.

Event description:
A hospital reported receiving erratic readings on their blood glucose monitor. The hospital reported receiving readings of 156 mg/dl and above 500 mg/dl on one patient within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: a blood glucose reading above 500 mg/dl will give a reading of "hi" in the adc meter. The customer reported using the device outside of label copy; however, it is unknown how they used the device outside of label copy.